Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cable was pulled out of the ca board. The cause of the non-functional response buttons is the pulled cable. The root cause of the pulled cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.